Manufacturer narrative:
Investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The center reported that the patient was seen on (B)(6) 2019 at an outside hospital emergency room. The patient¿s hemoglobin was noted to be 5.6 and their inr 1.9. The patient was previously unsteady on their feet and generally weak. It was reported that the patient was admitted on (B)(6) 2019 and hhc blood draw resulted in a hemoglobin of 5.8. The patient was treated with 2.5 units of packed red blood cells. An upper and lower gastrointestinal scope was completed on (B)(6) 2019. An egd and colonoscopy were done on (B)(6) 2019 which showed avms in the second portion of the duodenum. These avms were treated with clips. As of (B)(6) 2019, the patient was currently stable with no issues.

Manufacturer narrative:
Approximate age of device- 3 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2019 that the patient was seen at an outside hospital ER. It was observed that the patient had a hemoglobin level of 5.6 and an internal normalized ratio of 1.9. The site treated the patient with 2.5 units of packed red blood cells. An upper and lower gastrointestinal scope was completed on (B)(6) 2019. The patient remains admitted. No further information was reported.